Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the high impedance paces detect circuitry in the implantable pulse generator (ipg) is not working correctly. The device¿s open circuit pace counters were extremely high. The device remains in use. No patient complications have been reported as a result of this event.